Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, patient faced issue of infusion set occlusion on (B)(6) 2024. The flow blockage was located at the site. The infusion set was in use for more than 48 hours. The blood glucose level of the patient was 330 mg/dl. Relevant treatment for high blood glucose level included correction injection via mdi. No further information available.